Event description:
Ot ultra meter was reading inaccurately low. Pt stated that their meter was reading in the 70's for about 2 weeks (unable to give exact readings). They reported feeling dizzy during this 2 week time period. They went to the emergency room in 2003 and the reading was above 500 mg/dl. They stated that they did test their blood sugar on the day they went to the ER and the reading was low. At the hospital they were treated with insulin and IV fluids to decrease their blood sugar. They were released the same day. They stated that due to the low readings they weren't taking their insulin. Patient also reported that the meter is powering off during use. Meter has been replaced for the patient.